Manufacturer narrative:
Result of investigation: vyaire medical was not able to duplicate the reported issue. Uut (unit under test) was successfully calibrated utilizing vela service manual. The uut (unit under test) was tested and found to function as intended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault while on a patient. The customer confirmed that there is no patient harm associated with this reported event.